Event description:
It was reported that the nurse had neonate on normothermia for about 20 hours in arctic sun device with no problems. The last four hours patient temperature had not been increasing. Starting patient temperature (pt) was 31c, patient temperature (pt) was 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 40.2c, flow rate (fr) was 2.4l/m. Patient had on correct size pads (3.5kg with neonatal pad). Confirmed temperature on a secondary source (axillary temperature was 36c). Advised that the flow rate (fr) was good, and the water temperature (wt) was at the maximum for a neonate. Suggested checking protocol for external measures room nurse can take. This appears to be patient related. Advised to be diligent with skin checks as water was warm. Suggested room nurse call back with any other questions. Per follow up information received via phone on 29may2024, it was reported that the therapy was completed without impact to the female patient that was a few weeks old and around 10 lbs. They decided to add bair huggers to the baby. The device did not come in for evaluation.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had neonate on normothermia for about 20 hours in arctic sun device with no problems. The last four hours patient temperature had not been increasing. Starting patient temperature (pt) was 31c, patient temperature (pt) was 35.4c, targeted temperature (tt) was 37c, water temperature (wt) was 40.2c, flow rate (fr) was 2.4l/m. Patient had on correct size pads (3.5kg with neonatal pad). Confirmed temperature on a secondary source (axillary temperature was 36c). Advised that the flow rate (fr) was good, and the water temperature (wt) was at the maximum for a neonate. Suggested checking protocol for external measures room nurse can take. This appears to be patient related. Advised to be diligent with skin checks as water was warm. Suggested room nurse call back with any other questions.